Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 512 mg/dl and 500mg/dl at the time of incident. Troubleshooting for high blood glucose level was performed for high blood glucose. Based on customer report customer did not allege pump was under delivering. The product will be return for the analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).